Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 185625: (B)(4) items manufactured and released on 23-oct-2018. Expiration date: 2023-oct-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 10 months after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.